Event description:
The article, "perioperative proximal splenic artery embolization in cirrhotic patients with splenomegaly", was reviewed. The article presented a retrospective, single center, observational study to determine the effect of proximal splenic artery embolization (sae) in cirrhotic patients with splenomegaly who underwent surgical laparotomy. Devices included in the study were amplatzer vascular plug and unknown coils. The article concluded that the reduction of hypersplenism by perioperative proximal sae may be safe and reduce the surgical risk in cirrhotic patients with splenomegaly. [(B)(6)]. The time frame of the study was from january 2016 to december 2020. A total of 8 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 70.0 years and the majority gender was male. Comorbidities included cirrhosis, splenomegaly, hepatitis c virus, hepatitis b virus, alcohol use, nonalcoholic steatohepatitis, and varices (esophageal, gastric).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perioperative proximal splenic artery embolization in cirrhotic patients with splenomegaly.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug were reported in a research article in a subject population with multiple co-morbidities including cirrhosis, splenomegaly, hepatitis c virus, hepatitis b virus, alcohol use, nonalcoholic steatohepatitis, and varices (esophageal, gastric). Complications reported included obstruction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perioperative proximal splenic artery embolization in cirrhotic patients with splenomegaly.